Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported improper or incorrect procedure (use after expiration) associated with the use of the device after it had expired was due to user decision. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
This is filed to report device use after expiration. It was reported that mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted with no reported issue, reducing mr to grade 1. It was noted the device had expired on (B)(6) 2023. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.